Manufacturer narrative:
On an unreported date, the patient was treated with unspecified (described as ¿appropriate) antibiotics for the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an unspecified infection associated with one-link device. The patient has a central line access. It was unknown if the patient was hospitalized for the event. Treatment details and the patient¿s recovery status were not reported. No additional information is available.

Manufacturer narrative:
The cause of the event was determined to be human error as the packaging instructions were not followed. Should additional relevant information become available, a supplemental report will be submitted.